Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause for the erratic ise patient results was malfunctioning ise reference valve. The fse replaced the ise reference valve to resolve the reported issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneous sodium (na), chloride (cl) and potassium (k) patient results on their au5800 clinical chemistry analyzer (p/n b96698 s/n (B)(6)). There was no injury, death or delay/change in treatment associated with this event. The customer did not provide patient data and / or patient demographics.